Event description:
It was reported that the right ventricular lead had small r-waves. The lead was repositioned and is still in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator 2006-(B)(6), 3830 implantable pacing lead 2006-(B)(6). (B)(4).